Event description:
It was reported that the device was overheating during testing. No patient harm, medical intervention, adverse consequences, or procedural delays were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during testing. No patient harm, medical intervention, adverse consequences, or procedural delays were reported.